Event description:
Per the customer there was a deviation in accuracy of 3-4 mm intra-operatively. The procedure was completed successfully without a surgical delay, no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Correction: follow-up report submitted to document the device log files were not available for evaluation. H3 other text : log file for event not available for review.

Event description:
Per the customer there was a deviation in accuracy of 3-4 mm intra-operatively. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.